Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose level. Customer stated the pump may be causing the issue. Customer's blood glucose was 622 mg/dl at the time of the incident. Customer's current blood glucose is 215 mg/dl. Customer went to the hospital to treat for high blood glucose on (B)(6) 2017. Customer was wearing the insulin pump at the time of the incident. Customer was treated with fluids and insulin. It was found that the customer had made changes to one basal. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change and follow up with his health care provider.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.